Event description:
The customer reported that the system displayed "housing overheated" error message at boot up. This error message terminates the operation of the system. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was repaired and the high voltage candlesticks were regreased. The system was then found to be operating as intended.